Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with operative notes received. Operative notes states progressive sensory loss and plantarflexion weakness of her right lower extremity. This started after it was noted that the ischial flange of the cup-cage construct had broken and moved. Tibial nerve lesion noted on emg near the level of the hip, large serosanguinous fluid collection evacuated from the joint, no purulence¿flexion contracture due to very dense, woody anterior scar tissue. Broken flange piece located and removed under fluoroscopy without complication. Patient complained of no pain but has progressive tingling in leg and foot where it was previously numb, uses a walker as an assistive device, cannot extend hip fully, progressive sensory loss and plantar flexion weakness device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on reported event.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to implant fracture and weakness. Attempts have been made and additional information on the reported event is unavailable at this time.